Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s; (B)(6), 300-20-02 - equinox square torque define screw drive kit; (B)(6), 310-01-38 - equinoxe, humeral head short, 38mm (alpha).

Event description:
As reported, approximately 4 years and 3 months post the initial right total shoulder arthroplasty, the patient presented to the surgeon's office with complaints of pain and dissatisfaction. The patient was scheduled for a revision of the primary shoulder to a reverse total shoulder arthroplasty. The primary glenoid implant was worn superiorly. The patient underwent a revision primary total shoulder arthroplasty to a reverse using the central screw baseplate, 36mm glenosphere, and +0 tray/liner. There was a surgical delay/prolongation of 5-15 minutes: it took extra time to use a pencil tip burr for removing the cage implant from the glenoid. It took extra time at the end of the procedure to relocate the shoulder due to tightness. The surgeon performed releases and changed from a +0 constrained implant to a +0 non-constrained implant. There was no reported breakage of a device. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 MDR section codes updated/corrected: b, c, d the revision was likely the result of proximal migration of the humeral components leading to prosthesis wear of the glenoid component. The cause of the superior migration of the humeral components could be due to rotator cuff deficiencies; however, this cannot be confirmed as the devices were not returned for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.